Event description:
The customer reported the 23ga cannula was tight with the wide angle illumination and laser probe. The surgery was completed as planned. No patient injury was reported.

Manufacturer narrative:
No sample returned for evaluation. The root cause of the patient event cannot be determined in this investigation. This report was mailed to FDA on: 09/12/2008.